Manufacturer narrative:
The device was serviced onsite. The device was not able to turn on. The reported condition was not verified, but visual inspection identified the main battery was damaged. The battery was replaced. The device was returned to the customer in good working condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). This occurred prior to use, so there was no patient involvement. No additional information is available.